Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder (10557075) was selected for implant using a 9f amplatzer talisman delivery sheath to treat a patent foramen ovale (pfo). Upon unboxing the amplatzer sizing balloon ii for the procedure, it was noted that the balloon was split sideways. The balloon was replaced with a new amplatzer sizing balloon ii. During implant the right disc of the occluder (10557075) took on a bulbous shape. The occluder (10557075) was removed from the patient. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform (8976678) was selected for implant to treat an atrial septal defect (asd) using the same delivery sheath. During implant the left disc of the second occluder (8976678) took on a bulbous shape. The second occluder (8976678) and delivery sheath were both removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform (8965964) and 10f amplatzer trevisio intravascular delivery system. During implant the left disc of the third occluder (8965964) took on a bulbous shape. The third occluder (8965964) was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.